Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the patient was shocked, and the magnet may have moved. No intervention was performed. There were no patient consequences.